Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects for reporting.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects for reporting. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.